Manufacturer narrative:
Product analysis (B)(6): an on-site service visit was completed and the industrial personal computer was replaced. The industrial personal computer has been returned and is under evaluation. A supplemental report will filed when the evaluation is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Site reported the superdimension system had no video image present on the system and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
A site service visit was completed and a component of the superdimension system was returned and evaluation which resulted in no problem found.